Manufacturer narrative:
On 04 july 2017 the medical affairs (B)(4) performed a clinical evaluation of the event and commented as follows: the object of the complaint seems to be the fact that the ha coating is not present anymore on the distal part of the stem. In 6 months the ha coating will disappear where a good bone contact is achieved. Unfortunately, xrays were not supplied for this case. I would expect to see pure distal contact of the stem, which explains why the proximal part is still coated. In fact, the anomaly of this explant is not the disappearance of ha on the distal part, rather the presence of ha in the proximal part, which indicated that no mechanically-efficient contact was achieved proximally. As a side note, the patient is reported to be obese and, as mentioned on all user notices, this is a condition that may negatively affect the outcome of total hip arthroplasty. Stem position, orientation, sizing could not be evaluated because x-rays were not supplied.

Manufacturer narrative:
On 28 august 2017 the medical affairs (B)(4) updated the clinical evaluation, on the basis of new available radiographic images, and commented as follows: some pictures of radiographic images have been received and, in spite of the difficulty in reading them due to image quality, they seem to confirm the analysis previously done, lack of proximal bone contact and load transfer exclusively distal. The revision cemented stem looks correctly implanted and the femur not compromised in any way.

Manufacturer narrative:
On (B)(6) 2017 the medical affairs director added the following comment to the previously reported clinical evaluation, confirming the analysis as follows: some pictures of radiographic images have been received and, in spite of the difficulty in reading them due to image quality, they seem to confirm the analysis previously done, lack of proximal bone contact and load transfer exclusively distal. The revision cemented stem looks correctly implanted and the femur not compromised in any way.

Manufacturer narrative:
Batch review performed on 14 february 2017. (B)(4). Not yet received.

Event description:
Revision surgery due to pain and stem loosening. It was discovered that the ha was not present, probably due to osseointegration.

Manufacturer narrative:
On 08 march 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the analyzed stem showed a ha coating almost totally present in the proximal region of the stem, while it was almost totally absorbed in the distal area. There were some signs and scratches on the neck and evident signs of extraction most probably occurred during the revision surgery. Also signs of electro-catheter were noticed closed to the line of the sandblasted area. The ball head showed big signs (one in particular) on the external surface and some signs on the rim. From the received pieces it was not possible to determine the root cause of the event.